Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the insertion flexible tube fluid damage, the segment fluid damage, the lcb (light carrying bundle) fluid damage, the light guide cable fluid damage, the forward body trim collar/ring cracked, the objective lens cracked, the control body corroded, the mechanical base plate corroded, the electrical pin connector corroded, the lg connector corroded, the insertion flexible tube crushed, the distal body worn out, the insertion flexible tube bump, the bending rubber discolored, and the u/d and the r/l knobs white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)", and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).